Manufacturer narrative:
The reported event of the lead had an abrasion was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection of the lead found the outer insulation was cut/damaged at the middle region consistent with procedure damage. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for an initial system implant. During the procedure the physician noted that the atrial lead had an abrasion. The lead was not used, and a new lead was implanted. The patient was in stable condition post procedure.